Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The device cannot power on was identified as a battery low alarm during the alarm log review and functional testing. Additionally an f-38 (malfunction in tube misloading detection circuitry) alarm was found during the alarm log review and functional testing. The cause of the battery low alarm condition was determined to be inoperative main battery. To correct the battery low alarm condition, the main battery was replaced. The cause of the f-38 alarm condition was determined to be damaged force sensing resistors. To correct the f-38 alarm condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. There was no patient involvement. No additional information is available.